Event description:
A pt's high pressure alarm was sounding. Pt was not getting volumes. Changed device. Pt getting vent breaths at appropriate volume after changing device. No pt sequelae were reported.